Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg implantable cardioverter defibrillator (ICD) (B)(6) 2012. (B)(4).

Event description:
It was reported the patient was seen in the emergency department due to receiving multiple shocks to treat the patient's ventricular tachycardia (vt) episodes. Two shocks failed to cardiovert the rhythm and all therapies were exhausted. The patient was externally defibrillated and remained in vt. The lead remains in use. No patient complications have been reported as a result of this event.